Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump had been shutting off suddenly. She did not recall the blood glucose reading and stated that she had resolved the issue on her own. Nothing further was reported.